Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements in addition to high pacing thresholds resulting in loss of capture (loc). As the cause of the loc could not be determined, the physician elected to program the patient's device to only provide pacing via the left ventricular (lv) lead and continue monitoring the patient. The patient is reported not to be pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Additional information was later received indicating the patient reported tones from their device. Upon interrogation in clinic it was noted that high out-of-range pace impedances continue to be observed. Additionally, high out-of-range shock impedance measurements were reported. As the patient remains non-pacemaker dependent the physician does not wish to intervene but did inquire as to the efficacy of shock therapy and requested analysis of device data. No further information is available at this time.